Event description:
(B)(4). Immediately after I had essure implanted in my fallopian tubes I experienced severe itching/rash, pelvic pain and bleeding. After that subsided, and within a few months my hair began to fall out, I had constant pelvic pain, headaches, swelling and inflammation and weight gain. As time went on, more and more symptoms became obvious. By the time I had essure implanted for 6 years I dealt with ongoing stabbing pelvic pain, severe headaches, severe swelling of the hands, feet, legs and ankles, vaginal odor, metal taste in my mouth, constant hot flashes and night sweats, excessive bleeding during periods, and very painful periods. In 2014 I ended up having a total hysterectomy, had a tumor in my uterus, and had fibroids on both fallopian tubes.